Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of a hemospere monitor connected to this swan-ganz catheter in the operating room or, no cco values were obtained and the error message fault, catheter verification, use bolus modus was displayed. Svo2 values were displayed correctly. The catheter position was confirmed to be correct and the cables were changed without success. Replacing the hemosphere monitor the issue was solved. Upon the transfer of the patient to the intensive care unit and connecting the swan ganz catheter to a different monitor and cables the measurements continued being displayed successfully. However, the following day, after more than 10 hours in use, the swan ganz catheter provided incorrect high temperature reaching values above 42c in few minutes; therefore, cardiac output stopped being monitored. Tympanic ear temperature remained as expected. Arterial blood pressure, heart rate, respiration, and pressure measurements were stable, and no signs of systemic inflammatory response syndrome were observed. The patient remained clinically stable, with no pathophysiological signs. Then, cable was replaced but the issue remained. The catheter was removed, and as the patient was in good condition, was transferred to the ward. There is no allegation of patient injury. Patient demographics were unable to be obtained.

Manufacturer narrative:
Updated sections: d9 (device returned), g6 (type of report) and h6 (component code, type of investigation, investigation findings, investigation conclusions). Added: h2 (type of follow-up) correction b5: added detail of abbreviations: mixed venous oxygen saturation (svo2) and continuous cardiac output (cco). One swan ganz catheter was received for evaluation. Evaluation results revealed that the reported event was confirmed. After connecting catheter to the laboratory hemosphere monitor, the temperature reading was unstable and disappeared from the monitor intermittently. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. When running continuous cardiac output (cco), the error code "fault: co - blood temp out of range (below 31 degrees celsius, or over 41 degrees celsius)" was displayed on hemosphere monitor and the monitor stopped cco monitoring. Short condition was found in thermistor connector. Cut down was performed on the thermistor connector. Insulation of the leadwire from rt pin was removed and created short condition between rt and rs pins. Thermal filament circuit was continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of thermal filament circuit was measured within specification. Thermal filament connectors was opened and found no visible inconsistencies. Diagnostic logs were extracted but no values of r0 estimate, r0 and eeprom r0 delta, r0 (eeprom r0) and catheter serial number were found. All through lumens were patent without any leakage, or occlusion. The balloon inflated clear, concentric and remained inflated for more than five minutes without leakage. No visible damage or inconsistency was observed from catheter body and returned syringe. Further investigation was performed at the manufacturing site. As part of the manufacturing process the units go through electrical testing, multimeter reading verification and visual inspection process. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing defect. The manufacturing records were reviewed for the lot number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Event description:
As reported, during use of a hemospere monitor connected to this swan-ganz catheter in the operating room (or), no continuous cardiac output (cco) values were obtained and the error message "fault, catheter verification, use bolus modus" was displayed. Mixed venous oxygen saturation (svo2) values were displayed correctly. The catheter position was confirmed to be correct and the cables were changed without success. Replacing the hemosphere monitor the issue was solved. Upon the transfer of the patient to the intensive care unit (ICU) and connecting the swan ganz catheter to a different monitor and cables the measurements continued being displayed successfully. However, the following day, after more than 10 hours in use, the swan ganz catheter provided incorrect high temperature reaching values above 42 degrees celsius in few minutes; therefore, cardiac output (co) stopped being monitored. Tympanic (ear) temperature remained as expected. Arterial blood pressure (abp), heart rate (hr), respiration, and pressure measurements were stable, and no signs of systemic inflammatory response syndrome (sirs) were observed. The patient remained clinically stable, with no pathophysiological signs. Then, cable was replaced but the issue remained. The catheter was removed, and as the patient was in good condition, was transferred to the ward. There is no allegation of patient injury. Patient demographics were unable to be obtained.